Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted. On (B)(6) 2024 it was reported that the patient did not experience any symptoms of being hypoglycemic, he was feeling normal. The patient¿s brother checked on him from time to time since the patient has a history of having blood glucose problems since he was born with a pancreas defect. When his brother called on 06/13/2023 and the patient was not answering, his brother went to the patients home and found him unconscious and called 911. His brother did not provide any treatment at home. When paramedics arrived they provided him with sugar and intravenous (IV) fluids. After the treatment the patient recovered. Although the cgm was reported inaccurate, there were no cgm nor bg readings provided as the patient couldn't remember. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).